Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd multiple occlusions. The customer's blood glucose (bg) level was 388 mg/dl and the customer used a non-tandem pump to address the bg level. The customer changed the cartridge and site. As the customer had changed the supplies prior to contacting tandem technical support a system check was unable to be performed to determine a possible cause of the occlusions. However, a system check on the current cartridge and infusion tubing found them to be functioning as expected.